Manufacturer narrative:
The defective trumpf medical light handles were replaced and returned for evaluation. Our investigation has identified steps in the manufacturing process which combined with non-approved cleaners can lead to the paint chipping. The damage to the painted surfaces usually does not develop suddenly, but develops over time. The instructions for use state that the devices must be checked for proper condition prior to each use. Damaged devices must not be used. If damage to the surface coating is recognized and removed, there is no danger to the patient.

Event description:
During maintenance of a trumpf medical surgical light, paint from the surface of the handle was found to be chipping. No injuries reported.